Event description:
Patient called to report product issues with 3 of his libre 2 sensors. Patient stated the first two sensors didn't work at all and the third sensor only worked for 2 days and then it stopped working. Patient stated that is 3 out of 6 sensors that were defective and plans to contact the MFR in hopes of getting replacement sensors for the three failed ones. Reference reports.